Event description:
Anchor device, tissue retrieval system by conmed. Specimen retrieval bag potentially misfired when deployed. A small metal portion of the device broke off including a 2-4 mm screw that affixes the metal portion to the device.